Event description:
Event description guidant received information that the patient with this device had filed a legal claim against guidant. The claim stated that the patient sustained an injury due to the device. The device was included within a recent safety notification. There were no adverse clinical observations reported to guidant by the patient, physician or field representative prior to this claim.